Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following was reported by rep: "I attended a case today. He removed a cementless constrained liner today and has asked if it¿s possible to have it assessed for failure".